Event description:
It was reported that the patient underwent a deep brain stimulation (dbs) implant procedure. During their initial programming it was noted that the lead had migrated 5 millimeters superior to the subthalamic nucleus (stn). It is not known if the lead was potentially pulled back while closing during the initial lead implant procedure, or if it migrated during the connection during the second procedure in which the implantable pulse generator (ipg) was implanted. It was assessed that according to the imaging, the lead was not deep enough to stimulate the stn properly. When the stimulation was turned up the patient experienced internal capsule side effects such as muscle pulling, paresthesias, and dysarthria. The patient underwent a revision procedure in which the dbs lead was advanced by 1 centimeter. No devices were implanted or explanted. The patient is doing well postoperatively.